Event description:
On (B)(6), 2011, a doctor alleged that three patients experienced the debonding of veneers that had been placed with maxcem elite. This MDR is the second of three reports.

Manufacturer narrative:
The doctor stated that the veneers were recemented without further incident using a different product. The product was returned and met specifications for adhesive strength. A review of the manufacturing records showed that there were no non-conformances or variances during the manufacturing process. In addition, a review of complaint database trending showed that no similar complaints were received. These investigation results have led to the conclusion that the alleged debonds were isolated incidents and were not the result of a product failure.